Manufacturer narrative:
Insulin pump received blank display due to missing battery tube spring. Unable to confirm motor error alarm and unable to perform any tests due to blank display. The motor was tested outside of the device and passed. Insulin pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stats pump received a motor error while she was asleep and a few days later pump had a blank display. The customer was assisted with motor error trouble shooting, the drive support cap appears normal, pump was not exposed to high magnetic fields and customer did not report an e70 alarm. The customer was able to complete pump rewind. The customer was not able to complete trouble shoot due to blank display. The customer was assisted with troubleshooting and there was no mention of display returning. The customer mention cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.